Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead revision to address the overnight ra lead dislodgement, the physician retracted the screw in the right ventricle and it got caught close to the annulus. An attempt was made to push the screw out and in again but to no avail. It was advised that the screw be extended and the lead body counter rotated but that resulted in some lead failure. The stylet also became very stuck and was removed using brute force. Surgical intervention was required and the ra lead was revised and remains in use but a new lead will be implanted in the future. No patient complications have been reported as a result of this event.